Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that after performing dft testing during implant, it was not possible to retrieve the stored egm. Data was obtained via merlin. Device remains implanted. There was no adverse consequences to patient.